Event description:
It was reported that the user awoke with hyperglycemia and suspected disrupted insulin delivery, changed the infusion set, and was advised to wait briefly to confirm recovery of insulin flow, with instructions to disconnect and administer a manual injection if glucose did not decline. Symptoms included elevated blood glucose above 400 mg/dl for several hours without associated clinical effects. Outcomes included no medical intervention, no ketone testing, and preparation for back-up insulin injection per troubleshooting and education provided. Investigation included remote troubleshooting and user education regarding injection protocols and temporary disconnection from the pump. Investigation of this case revealed an unclear cause of hyperglycemia with no alerts or alarms reported. It was concluded that the event involved hyperglycemia of unclear cause with appropriate troubleshooting completed and no further clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.